Event description:
Infusion pump with a constant "upstream occlusion" alarm during patient use. The facility has reported that the triple channel pump was in use on an ICU patient. Channel a was infusing dopamine at an unknown rate when the device started alarming. The nurse informed biomed that she was unable to clear the "upstream occlusion" alarm and restart the infusion. The nurse stated she was able to obtain another infusion pump and had restarted dopamine infusion without incident. According to the facility's risk management department, no patient injury or need for medical intervention has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available, patient's demographics, diagnosis or status, medication involved, or the set up of the infusion device.